Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the regurgitation cannot be confirmed. Multiple attempts to obtain additional information were unsuccessful. Unreported patient and procedural factors may have contributed to the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our puerto rican affiliate, after deployment of a sapien xt 26mm valve by transapical approach, severe aortic regurgitation (ar) was observed. A second sapien xt valve was implanted inside the first one with good result, ar was noted as trivial.

Manufacturer narrative:
Investigation is ongoing.